Manufacturer narrative:
Siemens completed the investigation of the reported event. The root cause analysis revealed that two shaft pins were found to be loose in the lift unit of a phs 4 table due to the absence of lock rings. The missing lock rings were not found inside the phs. It is suspected that the factory did not install the two lock rings at this table. The detailed investigation did not reveal a general product issue and this issue is considered a single, isolated case. No injury occurred due to the reported event. Based on the reported event findings, including the results of two independent duration tests without locking rings, no hazard is reasonably foreseeable in unlikely case of re-occurrence. The patient handling device of the complaint system has been repaired. No corrective action is deemed necessary for the complete installed base, but the following preventive action has been taken: a 4-eyes check has been added to the assembly-procedure in the factory.

Manufacturer narrative:
(B)(6). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens by a siemens customer service engineer (cse) who was called to service the somatom definition flash system due to complaint of the patient table slightly shaking during down-movement. According to the cse, warning "CT_phs_110" was visible in the error log. After opening the covers the cse discovered two (2) displaced bolts in the table mechanics. The lock rings that prevent the bolts from backing out were missing on both sides. There was no report of patient mistreatment or injury. In a worst-case scenario, if both bolts came out completely during use when the table top center of gravity is in the most cranial position (head-first position), a critical injury could occur to the patient. The described worst-case scenario is highly unlikely but cannot be excluded. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).